Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium non-detachment. The patient was undergoing embolization treatment of an unruptured 15 mm aneurysm. The patient¿s vasculature was minimal in tortuosity. It was reported that during the procedure, the axium coil could not be detached using an instant detacher. Attempt to detach was also made using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) but without success. The implant coil was pulled back into the microcatheter and removed from the patient. Another axium coil of the same size was used to successfully complete the procedure. No patient injury as reported as a result of the event.